Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. Follow up has been inconclusive. The device(s) associated with this adverse outcome was/were returned from an with no information. Consequently, additional contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. Follow up has been inconclusive. The device(s) associated with this adverse outcome was/were returned from an with no information. Consequently, additional contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Event description:
Asku.

Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.